Event description:
A materovigilance report indicated that a customer encountered the same problem with reference (B)(4). It was from the same batch as the incident reported in april comp-(B)(4). The adhesive remains on the label instead of on the probe cover. Test on three devices from the same batch: same finding. No patient injuries, infections, or complications were reported.